Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced hemolysis and access site bleeding. The pump was explanted and the patient survived.

Manufacturer narrative:
The cause of the bleeding issue was not determined, as sufficient clinical information was not provided. The cause of the hemolysis issue was not determined, as the product was not returned for investigation and sufficient clinical information was not provided. The device passed all post sterile inspection checks.